Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (359 mg/dl) and diabetic ketoacidosis. Customer was treated with intravenous fluids and insulin. The issue was resolved with no permanent damage. Cause for the event was unknown; however, contact requested a pump system check. Tandem technical support performed system check with contact and no issues were identified. Contact acknowledged that pump was performing as intended. Multiple follow up attempts were made to obtain hospital discharge date; however, information was not provided.